Event description:
Device malfunction: unknown. Symptoms/ae: right femoral groin oozing/hematoma. Time of symptoms/ae: post vessel closure. It was reported that a physician achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the patient experienced "slight ooze" at the right femoral groin post vessel closure. Manual compression was applied for 7 minutes and 2 cc epinephrine/lidocaine injection was given. An 8cm x 4cm hematoma and ecchymosis was noted approximately 4 hours post procedure and again an epinephrine/lidocaine injection was given. Manual compression and femostop were applied. The condition reportedly resolved within 24 hours. There was no required adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.